Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to use bipolar energy. The customer swapped out the generator to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer confirmed that the laparoscopic bi-polar instrument was used in the top port. The customer was instructed to use the bottom port for laparoscopic instruments. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.